Event description:
A report was received that a patient was explanted due to infection. The patient was placed on oral antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn because, they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.